Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Per attached acknowledgment and receipt form for the leep product recall indicating an adverse event. Returned on RMA# is 329043. Report stated "on occasions ball would not activate after switching from loop" 1216677-2022-00064 leep precision generator lp-20-120 e-complaint-(B)(4). Follow-up sent for additional information.

Event description:
Per attached acknowledgment and receipt form for the leep product recall indicating an adverse event. Returned on RMA# is 329043. Report stated "on occasions ball would not activate after switching from loop." 1216677-2022-00064 leep precision generator lp-20-120 (B)(4). Follow-up sent for additional information.

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 03/23/2018 under wo# (B)(4) and shipped on 03/26/2018. Manufacturing record review: dhrs 237716 & 237718 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was returned on RMA #329043 on 02/28/2022. Visual evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected. Functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. *correction and/or corrective action: the units' board was updated to the latest revision under wo # (B)(4) tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated.